Manufacturer narrative:
Manufacturer's evaluation: the returned product was not analyzed as the complaint of cord compression could not be confirmed via laboratory testing. Evaluation, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt received her scs system consisting of an ipg and a surgical lead on (B)(6) 2011. The pt also had a percutaneous lead implanted for peripheral nerve stimulation. It was reported that the pt complained of generalized pain postoperative. It was reported that a CT scan showed cord compression, and the system was explanted on (B)(6) 2011. The explanted lead was returned to the MFR for analysis. Follow up on the pt found that the patient's symptoms have resolved and no further issues have been reported.